Manufacturer narrative:
The user reported receiving a replace sensor error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 2 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was able self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was able self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported error code 365. Attempted to replicate the customer's complaint using similar configurations iphone 8, ios 16.3.1, 2.5.3.3088 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was able self-treat (unspecified). There was no report of death or permanent impairment associated with this event.